Event description:
It was reported that the patient with this pacemaker stated that the remote communicator displayed a red call doctor icon. The patient was referred to contact the physician regarding this alert to evaluate the device. No adverse patient effects were reported. This pacemaker remains in service.